Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center to report a falsely elevated factor viii result on a sysmex cn-6000 instrument. Siemens evaluated the issue and provided the following conclusion: based on the available information, the cause of the discordant result is caused by a handling error (erroneous rule configured in the site's middleware). The customer is operational and the reported issue is resolved by routine troubleshooting. Sysmex factor viii lot 560836a is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required.

Event description:
The customer reported the observation of a falsely elevated factor viii result on a sysmex cn-6000 system. The result was reported to the physician(s) who, based on the patient's severe hemophilia classification, questioned the result. There are no known reports of patient intervention or adverse health consequences due to the discordant factor viii result.